Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing resulting in overpacing. No adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no abnormal conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing resulting in overpacing. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device was explanted due to therapy upgrade. No adverse patient effects were reported. This device has been received for analysis.